Event description:
Fractured catheter requiring two invasive procedures for removal: fluoro-retrieval of intravascular foreign body via right femoral vein on 2/2/96; excision of reservoir of central catheter to be done in two weeks. The central catheter could not be accessed two-and-a-half weeks following insertion so a radiological examination was done. The study revealed that the catheter had fractured since last examination and was now intracardiac. A large fragment was noted in the superior vena cava, extending into the right atrium. The central venous catheter fragment (13cm) was successfully retrieved. The pt tolerated the procedure well.